Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was incorrect, cause was unknown and a minimum fill notification occurred after the user filled the cartridge with 100 ml of insulin during the load sequence. The customer was able to correct the time and re-load the cartridge to resume insulin therapy. Customer¿s blood glucose level was 295 mg/dl.